Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that because dirt and a water droplet adhered to the endoscope connector contacts, communication was interfered, causing b30 error.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to duplicate the user¿s report of b30 error message being displayed. There housing of the light source exhibited wear/tear. In addition, the light source lamp has 500+ hours, which exceeds its life expectancy. The device was serviced, and returned to the user facility.

Event description:
It was reported to olympus that the scope was giving b30 error. No patient involvement reported in relation to this event.